Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator discharged at 200j on its own when caring for a patient. There was no negative patient impact. The users obtained another defibrillator and continued providing care for the patient.